Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 2 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 1 device that was pending was evaluated and it was determined the device experienced unintended/unexpected height adjustment, which is not reportable. Section h codes have been updated.

Event description:
This report now summarizes 3 malfunction events, instead of 4.